Event description:
In 2008, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient weight unknown) while attempting to use a resolution clip device, the physician noticed immediately after opening the package, that the clip was not attached to the catheter. The procedure was completed with an unknown device. There were no complications and the patient's condition was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; consequently, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.